Event description:
It was reported that the system intermittently would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Few pins on the interconnect cable were found to be damaged. The pins were replaced. The system was tested and found to be working as intended and returned to service.